Manufacturer narrative:
Based on the claim against the product by the customer noting jaws failed to open, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.185" x 0572" was found to be broken off the yaw pulley.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the jaws of a force bipolar instrument failed to open on several attempts, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the jaws of a force bipolar instrument failed to open on several attempts by the surgeon and at times would not open to the maximum. The instrument was inspected prior to the case and the instrument issue was discovered during the procedure. No time was lost, and the case was finished robotically. There was no reported patient harm, and no fragments from the instrument fell in the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.